Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The product was returned and technical evaluation shows signs of repeated use (nicked, gouged, and wear). Performed functional test conducted to check performance using femoral provisional & impactor pad and instrument functions properly. Device history record was reviewed and no discrepancies were found. The root cause cannot be determined using provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device investigation has not been yet completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device inserter handle failed to hold implant as it was being inserted during knee arthroplasty. No adverse event have been reported surrounding this event. The attempts have been made and additional information on the reported event is available and it is captured in this report.